Event description:
It was reported the patient is not receiving effective therapy due to high impedances on one lead. The patient underwent surgical intervention on (B)(6) 2023 where the lead was repositioned. Patient now has effective therapy. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was revised. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000034412.